Event description:
Approx five weeks after undergoing stent assisted coil embolization of a reoccurring basilar apex aneurysm using the enterprise vrd and noncordis micrus coils, the pt presented with neurological symptoms. Neurological exam demonstrated a hint of possible ataxia, but otherwise normal. It was reported that after admission, the pt underwent extensive testing that showed aneurysm was obliterated, parent vessel wide open at the stent site, no thrombus or any other abnormality on angiograms. The neurological symptoms resolved without any type of treatment and the pt was discharged three days post admission. The reported neurological symptoms included awaking sweaty, tingling in the left fingers, disoriented (feeling wobbly, and congnition is slower than usual). Additionally, the pt indicated that the symptoms started after having teeth cleaned, and also experienced respiratory illness symptoms. It was reported that there could be multiple reasons for the symptoms including inflammatory reaction to the coils or stent (mainly the coils), primary vasculitis leading both to narrowing of the basilar artery and infarcts in multiple distributions, and post-infectious acute disseminated encephalomyelitis (adem). It was also reported that the basilar artery narrowing may be artifactual. CT angiogram showed no recurrence of the basilar aneurysm. MRI/mra demonstrated an interval development of moderate to severe narrowing of the mid to distal basilar artery and possible recanalization of the basilar tip aneurysm and possible small aneurysm at the petrous and cavernous junction of the left internal carotid artery (ica). Multiple white matter lesions with posterior predominance were noted with no evidence of associated hemorrhage. Cerebral-spinal fluid (csf) showed no signs of infection. Serum studies showed no systemic inflammatory state or other underlying rheumatologic illness. Seven months prior to the stent assisted coiling the female presented with a grade 3 basilar apex aneurysmal subarachnoid hemorrhage (sah) and underwent initial endovascular coiling with recoiling approx two weeks later, due to recurrence. At index procedure, stent assisted coiling of an approx 20% recurrence at the base of the aneurysm was done due to the pt's history of a previous sah. There were no difficulties related to the index procedure in which the enterprise assisted coiling was completed without complication. The 4.5x22mm enterprise was deployed across the left p1-p2 segment all the way across the neck of the aneurysm down into the basilar artery. A 6mm noncordis spherical cerecyte coil was placed. During this placement, prior to detachment repositioning of the coil was required due to a portion of the coil being in the basilar artery. After repositioning and detaching entirely within the reoccurring aneurysm neck, it was determined in order to not to risk further coil manipulation/displacement, the pt would be brought back for further coil embolization. The pt is allergic to compazine and sulfa. Prior to the event and post discharge medications include aspirin 81mg and plavix 75mg.

Manufacturer narrative:
MFR reviewed the device history records relative to the mfg, inspecting and packaging of lot which corresponds to cordis lot. The history records indicate this product was final inspection tested at MFR and was determined to be acceptable. Additional info will be submitted with 30 days of receipt.